Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that during user handling, water entered the inside of the scope connector. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿inspection of the endoscopic image. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, error 315 (scope not supported/no image) was observed when using the evis lucera elite colonovideoscope during pre-procedure checks that occurred during reprocessing. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Error code e315 unsupported scope was evident on the screen when the endoscope was connected to the stack system. The plug body was dismantled and the moisture indicator had been triggered, causing it to turn pink. This indicates that it had come in contact with fluid or moisture. Additionally, fluid was evident throughout the plug body. This fluid ingress was determined to be the cause of the e315 unsupported scope. Per the evaluation, it is possible that the fluid entered the scope through the ethylene oxide (eto) valve. Fluid inside the plug body may result in intermittent image issues temporarily affecting the video image and other electrical functionality. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.